Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller ((B)(4) ) and four batteries ((B)(4) ) were not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller power up event on 11-may-2021 at 21:16:00. The data point prior to the loss of power revealed that no power source was connected to power port one and (B)(4) was connected to power port two with 52% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The controller was without power for 11 seconds. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(4) , as well as momentary disconnections that did not lead premature power switching involving (B)(4) , and (B)(4) . Momentary disconnections will lead to an audible tone. It is likely the observed momentary disconnections were related to the reported " power disconnect when connected to the controller" event. As a result, the reported no power alarm, premature power switching, and "power disconnect' events were confirmed. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of data log files revealed multiple instances involving (B)(4) , where the battery's relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. As a result, the reported communication error event was confirmed. The reported power disconnect alarms were not confirmed; however it is likely the observed communication errors were related to the reported power disconnect alarms. In addition, log files revealed the batteries discharged as expected when in use. As a result, the reported "no longer holds a consistent charge" event could not be confirmed. (B)(4) were lubricated prior to release. There is no evidence that a power source lubrication procedure performed on (B)(4) . Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause "no longer holds a consistent charge" event can be attributed, but not limited to soldering or welding defects. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event and "power disconnect when connected to controller" event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(4) falls within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that one of the batte ries also exhibited power disconnect alarms and communication errors, as well as involvement of a third battery having an unspecified malfunction. Additional information has been requested regarding the serial number and specific issue of the third battery, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: d1: heartware ventricular assist system ¿ battery, d4: model #: 1650 / catalog #: 1650 / expiration date: unknown / serial #: unknown, UDI #: unknown, d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: unknown, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that one of the batteries also exhibited communication errors and power disconnect alarms. It was also reported that an additional battery exhibited an unspecified malfunction while in use with the controller.

Manufacturer narrative:
A supplemental report is being submitted as additional information was received. Additional products: d1: heartware ventricular assist system ¿battery expiration date: 31-aug-2019 / serial or lot#: (B)(6), UDI #: (B)(4), h4: mfg date: 27-aug-2018, d1: heartware ventricular assist system ¿ battery, d4: model #: 1650, catalog #: 1650, expiration date: 31-aug-201, serial #: (B)(6), UDI #: (B)(6), h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 27-aug-2018, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f26, h6: img code(s): g02002, h6: FDA device code(s): a0705, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the 3rd battery was also not holding charge and additional 4th battery exhibited power disconnect alarms when connected to the controller. The 3rd and 4th batteries were removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system- battery, model #: 1650de, catalog #: 1650de, expiration date: 31-mar-2022, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 18-mar-2021. Labeled for single use: no. (B)(4). Brand name: : heartware ventricular assist system- battery, model #: 1650de, catalog #: 1650de , expiration date: 31-dec-2021, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-dec-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a no power alarm and the batteries exhibited power switching. The controller and batteries remain in use. No patient complications have been reported as a result of this event.